Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Invoice located and doi, part/lot and product details updated. Medical records indicate patient was revised due to pain, yellow fluid in the joint, gray staining to the synovium, synovitis, adverse reaction to metal debris, anteversion of the acetabular cup, osteophytes and trunnion corrosion. Stem and sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.